Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the catheter was returned and analyzed. Catheter separation and kinked were noted. Implant damage was also noted. Analyst noted the catheter was kinked at various locations. Tool marks and nick seen on shaft and handle at various locations. Distal tip was broken, scratches seen at break area, rough handling, and appeared rounded.

Event description:
It was reported that the distal tip of the catheter broke off and stayed in the patient's coronary sinus. The remaining portion of the catheter was removed. No further patient complications have been reported as a result of this event.